Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. Device received with cracked reservoir tube window and cracked case reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 50 mg/dl and high blood glucose level was 350 mg/dl. The customer reported that the insulin pump had crack in screen near up and down buttons, slower to rewind, multiple rewinds and random no delivery alarms. Customer declined troubleshooting. The insulin pump will not be returned for analysis.